Manufacturer narrative:
Correction: b3 additional information: b5, g1, h10 clinical statement: there were no recorded allegations, nor any objective evidence of this event being caused by a fresenius device or product malfunction, deficiency, or otherwise product related issue. Upon evaluation of additional information received, it was determined that the event reported on 8030665-2021-00710 was not a reportable event related to the fmc liberty cycler set. There is no allegation or objective evidence indicating a serious injury, patient death, or other serious adverse event(s) that is related to a fresenius device(s) or product(s) occurred. Therefore, there will be no further updates on 8030665-2021-00710.

Event description:
It was reported a patient had an infection. Upon follow-up, the patient stated not having an infection related to fresenius products or on peritoneal dialysis (pd). The patient was not able to expand further on the response of infection in the survey. However, the patient confirmed not having any adverse effects related to use of fresenius products.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported a patient had an infection. There is no further information available.